Event description:
It was reported that this right ventricular (rv) lead was involved in a procedure upgrade. The local area presentative requested shock lead trending. Upon review, it was noted 28-day average approximately 125 ohms triad and reversed, with vector breakdown and polarity considered. It was reported no immediate plan to replace the rv lead. Currently, this product remains in service and no adverse patient effects were reported.